Event description:
The customer reported that they received an erroneous result for one patient sample tested for total prostate-specific antigen (tpsa). It was asked, but the date of the event was not provided. The sample initially resulted as 9.56 ng/ml when tested on the e411 analyzer. The sample was tested on an architect analyzer, resulting as 1.07 ng/ml. It is not known which result is correct. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The tpsa reagent lot number was 178045, with an expiration date of 07/30/2015.

Manufacturer narrative:
The affected patient sample was provided for investigation. The sample was found to have a tpsa result of 9.99 ng/ml and a fpsa result of 7.15 ng/ml. The results of the investigation verifies the customer allegation. A specific root cause could not be determined based on the provided information. There was not enough sample left for additional testing. There is no indication of a general issue based on the calibration results.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).